Event description:
While trying to maneuver the wire over the aortic arch, the movable core protruded through the j-tip coil of the guide wire. The wire was exchanged and the procedure was completed without any complication. No harm or injury was reported. The customer stated they had two defective wires but did not provide any add'l info or clinical detail for the second event. The customer discarded the used wires. This single form FDA 3500a report will be submitted.

Manufacturer narrative:
The suspect devices were discarded by the customer. The eval is not complete. A f/u report will be submitted when the eval is completed. Conclusion: a f/u report will be submitted when the eval is completed.